Event description:
The customer reported that the system intermittently freezes during cases and it displayed poor image quality.

Manufacturer narrative:
(B) (4). The ge service rep checked the error log and created a tarball. He reset all workstation boards and their associated cables. He replaced the hard drive, then reloaded the software and back up. The system operates as intended.